Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown issue with a bolus delivery. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined to provide additional information and declined to perform troubleshooting with tandem technical support.